Manufacturer narrative:
H.6. Investigation: investigation summary: bd received previously used samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause of excess build-up of blood within the flash chamber was determined to be related to a user-related issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that 320 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holders experienced insufficient blood flow during use. The following information was provided by the initial reporter: the flash chamber is filled, preventing the correct filling of the tubes. Once the vein access is confirmed with the flash chamber, the filter begins to fill, which causes the filling of tubes to be slower and even requires a second extraction in some cases where the number of tubes to be extracted it is elevated.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 320 bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holders experienced insufficient blood flow during use. The following information was provided by the initial reporter: the flash chamber is filled, preventing the correct filling of the tubes. Once the vein access is confirmed with the flash chamber, the filter begins to fill, which causes the filling of tubes to be slower and even requires a second extraction in some cases where the number of tubes to be extracted it is elevated.